Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device broke inside the patient cavity. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the balloon was disengaged from the instrument. The locking collar and the valve seal appears intact. Additionally, engineering verified the structural balloon which consists of two flanges attached to the inner and outer sleeve of the balloon had the inner flange on the distal end detached from the inner sleeve. It is observed that the balloon inner flange and inner sleeve have a uniform glue application on the bond area. Proper bonding of the balloon in the area of failure was confirmed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged balloon. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. File will be closed as a misuse by the end user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)